Event description:
It was reported that a patient enrolled in the product surveillance registry clinical study presented to the emergency room (ER) after they experienced an inappropriate therapy. Interrogation revealed their implantable cardioverter defibrillator (ICD) was found to be having intermittent t-wave oversensing. The device was reprogrammed and remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4)